Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between the display device and the transmitter. No additional patient or event information is available. The data log was provided by the patient. The data was reviewed on 08/03/2016 and confirmed the reported loss of connection. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and the test failed. A shared log review was performed and they confirmed the customer complaint. The reported event of loss of connection was confirmed. The root cause could not be determined.